Manufacturer narrative:
The valve remains deployed in the patient. Although no additional intervention has been confirmed, this event meets the definition of a serious injury, and intervention will likely be required. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), through the japanese tavi registry reporting system, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 20 mm sapien 3 valve in native aortic position. The patient developed aortic stenosis due to "valve re-stenosis". The event was found at 1-year follow-up visit. As observations, lower extremity edema, maximum velocity at 4.4 m/s and mean pressure gradient at 43 mmhg. It was diagnosed severe aortic stenosis. Valve thrombosis was suspected and direct oral anticoagulant (doac) was initiated. However, no obvious improvement has been seen so far.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10 to reflect no product returned evaluation. Edwards has not received any request of product evaluation, probably because the device remains deployed in the patient. Although no additional intervention has been confirmed, this event meets the definition of a serious injury, and intervention will likely be required. Investigation is ongoing. As the valve remains implanted, the device was not returned, so no visual inspection, functional testing or dimensional testing could be performed. No imagery was returned for review. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Commander delivery system with s3 and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The stenosis was unable to be confirmed as relevant medical record/imagery were not provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet thickening, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, valve thrombosis was suspected, which could impact leaflet functionality and resemble valve stenosis. Additionally, it was reported that the valve was stenosed due to 're-stenosis', progression of pre-existing disease process. While a definitive root cause was unable to be determined, available information suggests patient factors (thrombosis, progression of pre-existing disease process) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Supplemental report for additional information provided. Correction to h6 outcome code: the re-stenosis and aortic stenosis previously reported had not improved as of the closure of this complaint. Although details about heart failure is unknown, given relation between stenosis/as, oedema, and heart failure, heart failure is regarded as a symptom of valve stenosis. No additional action is required.